Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. There was an overload fault error code found during the service call. The system was cleaned and candisticks greased. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system made a popping nose and quit working during a case. No pt injury was reported.